Event description:
Customer reported device = 125 mg/dl. Customer was acting strange. Paramedics were called. Paramedics device = 33 mg/dl on their device. Customer was treated with an IV, type unknown. No controls were used. A request was made for return product and replacement product was sent.